Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor cable was replaced during the service call.

Event description:
It was reported that the 7700 system had no image displayed and the monitor was making noise. No patient injury was reported.